Event description:
This is an international report regarding a disconnection of the transfer set from the titanium adapter. As instructed during the training the patient came to the dialysis center and received prophylactic antibiotic treatment. There was no patient injury. The transfer set was on the patient since (B)(6) 2011. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because evaluation of the returned sample could not duplicate the alleged issue. The set was functionally hand tightened a lab titanium adapter without difficulty, then tested underwater at 8 psi with no leak noted and was tested underwater at 8 psi with clear-passage noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.